Manufacturer narrative:
The results, method and conclusion will be added in the final report.

Event description:
It was reported the patient was unable to increase amplitude. High impedances were revealed during reprogramming. Reprogramming was unsuccessful.